Event description:
Additional information was received that provocative testing was performed, but the noise was unable to be reproduced. No further intervention has been performed at this time.

Event description:
During a remote follow-up, episodes of noise resulting in oversensing were observed on the device. No intervention has been performed at this time. The patient was stable and will continue to be monitored.